Event description:
It was reported that this patient with an artificial urinary sphincter (aus) was leaking again. A surgical procedure was performed during which the device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 72404127 serial number: n/a; batch/lot number: 1000126434; model/catalog description: control pump fgs iz unique identifier (UDI) #:(B)(4); model number/catalog number: 72400024 serial number: n/a ; batch/lot number: 1000206473; model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #:(B)(4); the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Incontinence is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. The reported patient symptoms is a known risk associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.